Event description:
Report received from the USA stating that the device is not holding burr. It is known that the device was being used during surgery. It is known that no injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).